Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the patient no longer had any benefit with his amade audio processor. He went to a local ent doctor to have his external auditory canal cleaned. It is assumed by pt's audiologist that the conductor link has been damaged during the cleaning. Before the cleaning, the pt was able to hear very well with his amade. After the cleaning, he put on his amade and didn't have benefit any longer. During a rtf-measurement, no answer from the vorp could be detected. Therefore, the patient was reimplanted on (B)(6) 2011. During the surgery, it was seen, that the wires of the cable were pulled out of the silicon coating, no typical cuts.